Event description:
It was reported via email that the purewick unit stopped suctioning. The customer completed troubleshooting steps three times, including the cup/water test; however, the unit continued to not suction. Cx is a medical professional and is experienced in using the machine. Catheters are not working and the purewick system in the order does work but multiple wicks are not functioning

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid. H11: section a through f. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.